Event description:
Information received notes that the patient presented symptomatic with an intrinsic rhythm of 55 bpm. Initial interrogation revealed an eri message, but battery data read 2.76 v, 6 ua, 1 kohms. Lead impedances were >2500 ohms. Neither lead was capturing at 7.5 v. Several interrogations showed consistent battery data. A software download was successful, but the device was still not capturing. The device was subsequently replaced.